Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were getting a bite sensation sometimes, like an electrical charge. Patient said their doctor told them to go up on the stimulation but to avoid going until it could be painful because patient wanted to increase it at the same level as the trial. Patient also said they feel like they had to pee all the time and they had a sting in their testicle. Patient mentioned they sleep good at night and only one night they were having real trouble with that and they got up in 45 minutes. Agent asked patient if they have been trying several programs and patient stated they increased the strength to where it was when they had the trial and went up to 1.0 but that hurt and they couldn't work with it so they wound up going back down to 0.9 or 0.8. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they were feeling a choking sensation and wanted to know how high the stimulation could go. The patient stated they could get to 1.0 but could not get any higher because they feel a shocking sensation. The patient was redirected to their healthcare provider (hcp) to further address the issue. They have a follow up appointment next monday may 12th because their previous follow up was canceled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.